Manufacturer narrative:
The device passed unexpected restart error test and displacement test. No unexpected restart error/e21 alarms, reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had an unexpected restart. The customer¿s blood glucose level was 144 mg/dl. The customer stated that the pump had an unexpected restart alarm during the normal use. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.